Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur came apart is several places while in use. There were no adverse consequences or surgical delay as a result of this event.

Event description:
It was reported that the bur came apart is several places while in use. There were no adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not returned to the manufacturer.